Event description:
Information received indicates the patient died after multi-organ failure, possibly due to infectious endocarditis. Hcp alleges event may be device-related. The valve was not explanted at autopsy.